Manufacturer narrative:
(B)(4). Batch #: n56t6x: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60b cartridges present. The cartridges reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open colectomy, the staples were unformed and lumbricoid-shaped at the first firing on the jejunum. This occurred at first staple line next to the knife. The target tissue was regular. The cartridge color was blue. The same issue occurred at the second firing, and another device was used to complete the case. There were no adverse consequences to the patient.